Event description:
New information received notes that during normal generator change out for elective replacement indicator (eri) and revision of the right ventricular lead on (B)(6) 2018, the atrial lead impedance was low but threshold and sensing values were within normal limits. The atrial lead remained implanted. The patient was well and discharged without incident.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the atrial and ventricular lead impedance were out of range. It was also noted that right ventricular oversensing was observed. Explant of both leads as well as the implantable cardioverter defibrillator was anticipated. The patient was stable. No further information was available.